Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The biomedical engineer was advised to replace the software. No further information on resolution is available.

Event description:
The biomedical engineer performed a checkout of the equipment and a review of the logs. The logs indicated that alarms had occurred that indicate a loss of mechanical ventilation had occurred. There was no report of patient involvement.